Event description:
It was reported that it was not possible to get the stent to the lesion site therefore, the stent delivery system was removed. Upon removal through the guiding catheter the stent was lost off the delivery system. Therefore, a dilatation catheter was used to dilate the stent in the artery where it was lost. Reportedly, the lesion site had not been adequately predilated prior to placing the stent. Another stent was then used in the lesion site.